Event description:
It was reported that the patient's lead came out of the foramen and was coiled multiple times. The lead looked similar to a spring. It was noted that impedances were fine. A new lead and ins were implanted on the opposite side into the foramen and all looked good. It was not known if the original ins and lead were explanted. For subsequent issues see MFR. Rep. # 3004209178-2012-07112.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v706821, implanted: 2011 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).

Event description:
Additional information received reported that the coil was near the ins, and occurred post-implant. It was noted that the patient may have been twiddling. The physician did not tell the manufacturer representative if the ins was intact in the pocket.